Event description:
On (B)(6) 2013, the patient contacted animas, alleging that the ¿ok¿ button is responding intermittently. The patient stated that there was no damage to the rubber keypad and that there was no trauma to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.